Event description:
During surgery, a pin hole was found on the package of the polymer. A backup device was used. Stryker sales rep was not present at the surgery and no further information is available. The package was discarded and no photo is available.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.